Event description:
Device evaluation in h10.

Manufacturer narrative:
Other text: two customized 7.0mm i.d. Fixed tracheostomy tubes with swivel connector and tts cuff were returned due to claim that one device leaked and the other device caused the patient pain. Both devices were visually inspected and no abnormalities were found. The device od's were measured and found to be within specification. Next both shaft curves were inspected against the template tlg-tmp-018-2 (7.0mm) for the shaft curvature and both were within specification. The device cuffs were then inflated with air and leak tested in accordance with wi-10-012. Both cuffs inflated properly and neither had any leaks or air bubbles. Cannot confirm the allegation. See attached photos.

Event description:
Information received a smiths medical bivona trach was leaking air and mucus and the other trach gives the patient pain. The trach that was giving pain was taken out and the pain was gone. After a week, the trach that was giving pain was reinserted and gave pain again.